Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
The proglide was received at abbott vascular with no information. Per the return device analysis, there was blood in and on the device. The device was in a pre-deployed state with the nose cone missing. The method to achieve hemostasis is unknown. No additional information was available.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot for the observed device condition. The investigation was unable to determine a conclusive cause as there was no information for the actual reported device malfunction. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.